Event description:
A customer reported having trouble with the footswitch during a procedure. The customer was unclear whether it was a footswitch or a cable issue. There was no pt impact reported.

Manufacturer narrative:
The company rep examined the sys, and replaced the footswitch and cable for diagnostic purposes. The sys was then tested and met product specs. The replaced footswitch and cable were returned for in-house eval. The sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).